Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump was making a strange noise during the rewind. The customer also stated that the insulin pump alarmed no delivery during the manual prime on the last infusion set change. Troubleshooting was performed and the insulin pump did not pass the displacement test. Nothing further was reported.